Event description:
While attempting to monitor the heart rhythm of a male pt the device inappropriately shut down. Upon a second attempt to monitor the pts hart rhythm, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicate the malfunction.